Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined station drawers, remote manager and storage space were not detect on the communication bus. A field service engineer checked the connections and reseated the cables to resolve the issue. Performed preventive maintenance. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had failed hardware error, preventing user from removing the required medications, the customer stated that the pharmacy took steps to provide access to medications from the failed storage spaces in a different location. There were no adverse events or injuries reported based on this event.